Event description:
On (B)(6) 2010, a company representative reported the pt was experiencing air in the infusion tubing. Upon follow up with the pt's husband on (B)(6) 2010 he stated the infusion device was not working and the pt's blood glucose "surges" from 40-500 mg/dl. He was not able to troubleshoot at the time of the report. On (B)(6) 2010 the pt's husband stated the insulin is cold when placed in the infusion device and he was advised to allow to warm to room temperature. He stated he removes air bubbles when he fills the insulin cartridge but they recur over time. He stated the adapter was changed the previous night. The pt is working with a trainer. On (B)(6) 2010 company representative report she visited the pt and the infusion device piston rod may not be moving properly. The pt was also switched to another type of infusion set. On (B)(6) 2010 the pt's husband stated he does not believe the piston rod is functioning because while priming the infusion tubing, it took a long time for insulin to emerge despite correctly adjusting the piston rod to match the insulin cartridge volume. The pt's blood glucose has been elevated to 340-600 mg/dl. Her target blood glucose level is 120 mg/dl. The pt boluses through the infusion device but her blood glucose does not decrease. He feels this is due to air in the infusion tubing. He stated he is now using room temperature insulin. The adapter, insulin cartridge, and infusion tubing were all changed on (B)(6) 2010. The husband disconnected the pt from the infusion tubing and primed to remove air bubbles and insulin dripped from the end of the tubing. The pt's husband called on (B)(6) 2010 and stated the pt continues to experience elevated blood glucose and air in the infusion tubing. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for evaluation.